Event description:
A revision surgery was performed on the glenoid baseplate due to complete loosening with breakage of central and peripheral screws. This was atraumatic and per surgeon was likely secondary to incomplete seating of the baseplate at the primary procedure,

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
A revision surgery was performed on the glenoid baseplate due to complete loosening with breakage of central and peripheral screws. This was atraumatic and per surgeon was likely secondary to incomplete seating of the baseplate at the primary procedure,